Manufacturer narrative:
(B)(4). The driver was returned for evaluation. Macroscopic examination did not identify and material or functional issue with respect to the instrument. Functionally evaluated driver with multiple break-off set screws. Set screws were properly retained by the driver before tightening, and broken off heads were properly captured after break-off. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a posterior spinal fixation surgery at t5-l2. Reportedly after breaking off the set screws, it was noticed that the driver had eight setscrews from a previous case in the retaining area. No patient complications were reported.